Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the display on the bedside monitor (bsm) was not working properly. The whole screen was showing colored dots and distortion, and it was unusable. No patient harm or injury was reported. Investigation summary: the reported device was evaluated, and the issue of display issues was confirmed and duplicated during the evaluation. During the evaluation physical damage was observed on the rear enclosure and network interface and the front enclosure. As such, the cause of the display issues is likely related to physical damage of the display components. Physical damage is likely to occur as a result of mishandling or wear and tear. Mishandling of a device can be related to dropping the device, hard impacts, or improper use. Damage to the device can extend to internal components vital for operation. Wear and tear due to aging or frequency of use can gradually degrade components. There is no evidence of a design or manufacturing deficiency that may have contributed to the display issue. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the display on the bedside monitor (bsm) was not working properly. The whole screen was showing colored dots and distortion, and it was unusable. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni) as the customer did not know if the device was in patient use or not when the bsm display failed.

Event description:
The biomedical engineer reported the bedside monitor display is not working properly. The unit shows colored dots/ distortion all over the screen. The monitor is not usable. Just digital noise on the screen. They do not know if it was in patient use or not. No patient harm was reported.